Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging and had extended ipg charging time. It was also reported that the patient was experiencing pain at the ipg site due to the ipg sitting unevenly beneath the patients skin. Database analysis of the battery discharge was observed and revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively. The patients ipg remains implanted.